Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned journey dcf femoral cutting block indicated that a portion of the raised mount where the dial is located has fractured off. The fractured off portion was not returned. A dimensional evaluation indicated no out of spec conditions around the extractor/ impactor feature. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaint for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the part where the universal extractor attaches broke off during use. No delay was reported and it is unknown if there was a backup device available.